Event description:
It was reported that the device exhibited intermittent episodic loss of ventricular capture with no back-up pulse even though autocapture was on. The unipolar threshold was 2.0 v, 1.0 ms. The bipolar threshold was "worse". Unipolar ventricular impedance was 298 ohms, bipolar impedance was 435 ohms. The long term threshold record showed thresholds "all over the place". The pacemaker dependent patient was asymptomatic and admitted for lead replacement.